Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Customer¿s blood glucose level at the time of the incident was 35 mmol/l and other blood glucose level was 16 mmol/l. Customer stated that insulin pump did not alarm them for insulin flow block. Customer treated high blood glucose with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. Customer performed self test and high pressure test and both the test passed. The insulin pump will not be returned for analysis.